Manufacturer narrative:
Product analysis: analysis noted that an error code was present in the device log. The error code is indicative of the actions described in the field action. Analysis also noted that the clear cover was cracked. The clear cover was replaced and the firmware was updated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.